Event description:
It was reported that the customer's insulin pump "ramped up" - activated an excessive bolus delivery - without any user input of the buttons. Reported that the customer was in the bathroom prior to the incident, and that the screen appeared somewhat foggy. The customer's reported blood glucose value was 8.5 mmol/l. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. No further information was provided.

Manufacturer narrative:
Unit received with intermittent buttons due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot. Unit received with minor scratches on case.